Event description:
The directions were clean, the problem is that when I fitted the guard, the 2 layers separated and it already fell apart after 10 minutes. It seems like a good product and it should work well. It should work a second time.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.